Event description:
I have been having headaches for 2-3 weeks every morning. I just found out that my philips dream station has a recall and headaches are one of the symptoms. I found out when a friend posted on (B)(6) and then I researched it. I stopped using the device as of last night. I am upset that the place where I bought the machine and my doctor did not inform me when this first came out. It could have saved me from the headaches sooner. I can only hope that there isn't any other health issues for me from this device. FDA safety report ID # (B)(4).